Event description:
The biomedical engineer (bme) reported that they performed a reboot of the central nurse's station (cns). After the reboot, the cns displayed a "network service disconnect" error message. They stated that the cns was shutdown properly. There were no precursors that caused the cns to reboot. Nk tech support performed some troubleshooting during the call, but the error message persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that they performed a reboot of the central nurse's station (cns). After the reboot, the cns displayed a "network service disconnect" error message. They stated that the cns was shutdown properly. There were no precursors that caused the cns to reboot. Nk tech support performed some troubleshooting during the call, but the error message persisted. The customer sent the cns to nihon kohden for evaluation and repair. No patient harm was reported. Service requested / performed: evaluation / repair: on 12/19/2019, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). No physical damage was noticed. Upon rc evaluation, the reported problem was duplicated. On 01/10/2020, the following malfunctioning parts were recognized and replaced which resolved the issue: # 9000006111a hard drives (x2) the unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 01/13/2020. No issues have been reported since. Investigation summary: the overall risk of this event is determined to be high. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance led to both hard drive failures. In this incident, the device had been in use for three years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process since an hha was completed for the cns-6201a hard drive(s) failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001.

Manufacturer narrative:
The biomedical engineer reported that they were just doing reboots of the central nurse's station (cns) and there were no issues with it before that. However, after the reboot, it came back up and showed an error message of network service disconnect. They stated that the cns was shutdown properly. There was no precursors that caused the cns to reboot. Nk tech support did some troubleshooting with the customer but the error persisted, so the customer stated they will use a spare cns system that they have. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they were just doing reboots of the central nurse's station (cns) and there were no issues with it before that. However, after the reboot, it came back up and showed an error message of network service disconnect. They stated that the cns was shutdown properly. There was no precursors that caused the cns to reboot. Nk tech support did some troubleshooting with the customer but the error persisted, so the customer stated they will use a spare cns system that they have. No patient harm was reported.